Event description:
Unomedical reference number (B)(4) event occurred in the united states on 02-june-2024, it was reported by the patient that he was hospitalized for 5 hours due to hyperglycemia and ketones. High blood glucose level was 411 mg/dl and current level was 309 mg/dl. No further information was available

Manufacturer narrative:
Patient city: (B)(6) patient country: (B)(6).